Manufacturer narrative:
(B)(4). Batch # m54n3d. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the stapler misfired. The stapler was engaging but not releasing staples. The reloads did not release staples while in the staple. Unknown what device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54n3d. Reload analysis 1: the analysis results showed that the xr60b cartridges was received with no apparent damage. The reload was returned void of staples. No functional test was performed due the condition of the cartridge. Batch: n53149; lot: m4j58v. Manufacture date: 1/8/2016. Expiration date: 9/30/2020. Reload analysis 2: the analysis results showed that the xr60b cartridges was received with no apparent damage. The reload was returned void of staples. No functional test was performed due the condition of the cartridge. Batch: m55k1f; lot: n4l14y. Manufacture date: 10/7/2015. Expiration date: 12/31/2020. The analysis results showed that the tx60g device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.